Manufacturer narrative:
(B)(4).

Event description:
It was reported the ventilator generated an error which rendered the ventilator inoperable. The following information was not provided: if a patient was impacted by the reported event, patient outcome, as well as if any intervention was required on behalf of a patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator failed power on self-testing (post). The ventilator was not in use on a patient at the time of the reported event. A service engineer (se) inspected the device and replaced the breath delivery (bd) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.